Event description:
It was reported that the physician plans to evaluate the sensing closer to dialysis treatment and make any programming changes for optimization at that time if necessary.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks in separate episodes. It was reported that the patient was undergoing dialysis treatment. The local field representative contacted boston scientific technical services (ts) and inquired if dialysis could impact morphology. Boston scientific technical services (ts) discussed the potential impacts and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.